Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage was found in the electronic assembly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer getting into the swimming pool with insulin pump connected. Customer reported that as a result, all buttons were not responding. It was also reported that there was condensation under display screen. Customer's blood glucose was 450 mg/dl. Customer was advised that insulin pump would need to be replaced.